Event description:
On (B)(6) 2023, the following information was provided to kci by the family member: on (B)(6) 2023, the patient was in the hospital for removal of foreign material alleged to be v.a.c.® granufoam¿ dressing. Home health never came to see the patient and the v.a.c.® granufoam¿ dressing was stuck inside the wound. The patient has two wounds below the armpit bilaterally. On 28-jul-2023, the following information was provided to kci via medical records from the physician: on (B)(6) 2023, the patient was sent to the hospital due to "bilateral axillae dressing has come off and partially stuck to the wound. The patient has removed the adherent dressings." The patient was scheduled the same day for surgical intervention to include bilateral dressing changes, pulse lavage and debridement. The physician progress note indicates "the patient is somewhat non-compliant. It looks like...she took it off herself and the wound v.a.c.® is malfunctioning obviously...patient came to see me yesterday (B)(6) 2023 in the office and the wound v.a.c.® is not really functioning. The sponge is not suctioning and already she removed half of the tape and dressing of the axillary area...I clearly explained to her that she cannot remove the tape...the wound v.a.c.® will not work without suction and leak. I told her she has to cooperate". The v.a.c.® granufoam¿ dressing lot number was not provided and the product was not returned, therefore a device history record review and device evaluation could not be completed.

Manufacturer narrative:
Based on the information provided, it could not be determined when the foreign material alleged to be v.a.c.® granufoam¿ dressing was placed in the wound. A device evaluation and a device history record review could not be performed. The patient indicated the home health never came to change the dressing, and the physician stated that the patient is non-compliant and removed the v.a.c.® drape, causing v.a.c.® therapy to not suction properly. Therefore, this event is being reported due to potential use error. Device labeling, available in print and online, states: warning: keep v.a.c.® therapy on: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy, or apply an alternate dressing at the direction of the treating physician. Dressing changes wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Foam placement: always use v.a.c.® dressings from sterile packages that have not been opened or damaged. Do not place any foam dressing into blind / unexplored tunnels. The v.a.c.® whitefoam¿ dressing may be more appropriate for use with explored tunnels. Do not force foam dressings into any area of the wound, as this may damage tissue, alter the delivery of negative pressure or hinder exudate and foam removal. Always count the total number of pieces of foam used in the wound. Document the foam quantity and dressing change date on the drape or foam quantity label if available, and in the patient's chart. Foam removal: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the dressing from the wound. Regardless of treatment modality, disruption of the new granulation tissue during any dressing change may result in bleeding at the wound site. Minor bleeding may be observed and considered expected. However, patients with increased risk of bleeding, as described on page 8, have a potential for more serious bleeding from the wound site. As a precautionary step, consider using v.a.c. Whitefoam¿ dressings or nonadherent material underneath the v.a.c.® granufoam¿ dressings to help minimize the potential for bleeding at dressing removal in these patients. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.